Manufacturer narrative:
(B)(4). The sample was discarded. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint was not confirmed due to lack of any samples being available for evaluation. The root cause is undetermined determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer reported no iodine in the minicap. The problem was noted prior to product use and there was no patient involvement. There was no patient injury. This is report 16 of 60.